Event description:
A male patient with aaa underwent infrarenal evar with iliac bifurcated graft on (B)(6) 2013. The valves on both the bifurcated body and the iliac branch device were leaking blood through the valve, even when in the closed position. For both, the dilators were replaced after the devices were deployed to help keep the blood flow to a minimum. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.